Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an error code 4154 had been displayed on the pump screen. An error code 4154 on a cadd-solis pump indicates a problem with the latch lock sensor. The issue can cause a system error and interrupt an ongoing infusion. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
One device was returned for analysis of complaint of error code 41541. This was confirmed through error logs. Review of event log found error code 41541 in logs 5 times. Review of service history found no relevant information. Visual and functional testing was performed. Replaced the latch lock flex sensor. The device passed all testing post repair.